Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400609402. As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information in australia: "underinfusion." According to the customer: "the second reported event occurred on (B)(6), 2021. At the conclusion of this infusion, the pump stated that 253mls of medication had been delivered, however, the 500ml bottle was reported to be almost full. Only 1x upstream alarm was sounded and acknowledged during the infusion, which occurred 4mins after the infusion commenced. Following this alarm, the pump continued to run for the remaining 56mins, with no additional alarms."

Manufacturer narrative:
This report has been identified as b. Brun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Brun, inc.